Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 3 months after the dental implant and abutment were placed in (B)(6) site 12 in the mouth, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, mobility, bleeding and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 3 months after the dental implant and abutment were placed in (B)(6) site 12 in the mouth, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, mobility, bleeding and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)